Event description:
The rptr stated that rptr's spouse did meter to hcp meter comparison tests during a dr visit. The tests were capillary, done at the same time. The meter read 133 mg/dl, and dr's meter (type unknown) read 80 mg/dl. Spouse did not have any symptoms. On follow up, rptr verified that they insert the strip all the way into the meter; described an accurate technique of applying blood, and stated that they check the confirmation dot when testing. Training was given on meter cleaning and use of control solution. No harm was alleged.